Event description:
It was reported by an independent repair center that an irc5po2 concentrator was alarming or red light. The key failure was the product tank was leaking. Additional malfunction was the power switch had a short circuit.